Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was not powering on. The medical affairs specialist (mas) spoke with the patient on nov 25, 2008 and obtained the following info. The patient reported that the alleged power issue began on the evening of sixteen days prior to original date. As a result of the issue, the patient claimed she continued to take her usual dose of diabetes medication (2mg of amaryl daily). Approximately 1 week after the alleged issue began, the patient reported that she developed symptoms of blurred vision and tired, which suggested to her that her blood glucose was running high. In response to the symptoms, the patient reported that she monitored her diet, drank a lot of water, and exercised. The patient claimed the symptoms were relieved within 2 days of their onset. At the time of troubleshooting, the customer care advocate (cca) was unable to duplicate the alleged issue. The subject meter powered on manually and when a test strip was inserted. The issue was resolved replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.